Manufacturer narrative:
(B)(4). Concomitant medical products: item# 110010873; lot# 636410; ziploop button 10mm. Item# 904755; lot# 594120; #7 pe ziploop ext toggleloc. Report source - foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04256. Device evaluated by manufacturer? Discarded.

Event description:
It was reported that the patient underwent an initial surgery. Subsequently, the patient was revised due to re-rupture of the knee acl. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This event was reported as a re-rupture from a sports injury, nearly 3 year post-operatively. There are no device malfunction allegations, as the autograft itself tore and did not involve a device failure. Upon receipt of additional information, it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
Nac. This event was reported as a re-rupture from a sports injury, nearly 3 year post-operatively. There are no device malfunction allegations, as the autograft itself tore and did not involve a device failure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.